Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd y-site blue valve experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: description: y-site blue valve molding issue causing y-site leak.

Manufacturer narrative:
During the investigation, the following was concluded: per pictures provided by the customer (image 1) the leak failure mode caused by the damaged valve was observed and since no lot number reported DHR review was not performed. A gemba walk with the molding team was performed to review the process of the valve for the model 8100-027. Since no lot was reported was not able to confirm if the valve was manufactured by the internal molding team or by a supplier, however, according with the molding team, a potential cause of the leak could be related to a possible short shot due to an over molding in the valve, when the valves are molded by the internal team are tested under the ¿ atp metodo de medicion para valvulas¿ dir 10000264146, to detect any possible short shot during the manufacturing, also, a short shot could be detected during the max pressure test per the current procedure ¿ atp-140 functional test maximus needleless¿ dir 10000249358 during the manufacturing of 8100-027. Since no lot was reported, the DHR was not performed and was not able to confirm if the valve was manufactured by the internal molding team or by a supplier, the process revision, no trend for this failure mode was found in the manufacturing process, therefore, the root cause could not be determinate. As immediate/containment action a supplier notification was submitted on october 14th,2020.

Event description:
It was reported that an unspecified number of an unspecified bd y-site blue valve experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: description: y-site blue valve molding issue causing y-site leak.